Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later confirmed the device has been properly reprocessed according to product instructions for use (IFU) before returning to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be appropriately conducted due to leakage from forceps elevator. As a result, the foreign material was not removed. Additionally, the leakage from forceps elevator is likely due to physical stress was applied to distal end of the subject device during device handling by the user, which led to damage around forceps elevator. The event can be detected by following the IFU section which state: -inspection of the endoscope -inspection of the endoscope : ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be detected and prevented by following the IFU which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, it was also found that distal end was shaved. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the evis exera iii duodenovideoscope to olympus. During evaluation, it was found that the distal end had foreign material and there was leak at forceps elevator. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.